Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a display failure wherein segments were missing. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on, obtain readings and alarm appropriately. It was observed that some led segments were illuminating intermittently. An internal inspection of the device revealed contamination on the system board from liquid ingress resulting in some leds not illuminating and some leds illuminating erroneously.